Event description:
It was reported that the customer experienced difficulty with insulin exiting when changing the infusion set. The customer had received the no delivery alarm. The customer's blood glucose was unknown. The customer confirmed that the issue did not result in a serious injury or hospitalization. Troubleshooting could not be performed because the alarm had been resolved by a complete set change. Advised to call back when the alarm occurred in order to troubleshoot. Advised replacement supplies would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.